Event description:
On (B)(6) 2022, a small leak at the ge junction was confirmed via CT scan for a patient who showed up at the ER with abdominal pain. The patient had received a laparoscopic sleeve gastrectomy, which used the titan sgs23r stapler, approximately two weeks prior to the event. The patient was hospitalized, given fluids along with getting a perc drain. A stent was placed.